Event description:
An unk size endeavor mx2 drug-eluting coronary stent delivery sys was inserted into a pt for the treatment of an unk lesion. Lesion morphology was not reported. It is unk if the lesion was pre-dilated. It was reported that the stent dislodged. It is unk if the undeployed stent remains in the pt. The pt's condition is unk.

Manufacturer narrative:
Results - (embolism-device), other (lack of info). Pt code: other - unk if the undeployed stent remains in the pt.